Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and microscopic examination found that the distal end of the stent was damaged and bunched in a proximal direction. Proximal stent rows 1-7 were damaged and deformed. The undamaged mid-section of the crimped stent outer diameter was within maximum crimped stent profile measurement. A visual and microscopic examination found damage to the distal tip. The balloon cones were reviewed and the proximal balloon cone appeared bunched and was out of its original folded position. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the inner and outer shaft polymer extrusion was bunched 25 mm proximal to the proximal balloon cone. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a coronary artery. A 24 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However it was noted that the stent strut was lifted. The device was removed as a whole all together. The procedure was completed with a different device. No patient complications were reported and the patient's post procedure condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a coronary artery. A 24 x 3.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However it was noted that the stent strut was lifted. The device was removed as a whole all together. The procedure was completed with a different device. No patient complications were reported and the patient's post procedure condition was stable.